Event description:
Additional information was obtained from the customer. The procedure was completed with the same device after the light bulb was replaced.

Manufacturer narrative:
The following field was updated: b5, h6 this report is being supplemented to provide additional information obtained from the customer. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer¿s olympus sales representative was provided instructions on the e103 error to provide to the customer. The sales representative was instructed to turn off the subject device and inspect the lamp per the user manual. The sales representative was then instructed, if an irregularity was observed on the lamp, to unplug the device from the outlet and send the device in for evaluation. At the time of the call, the sales representative was not with the device. The user facility was contacted by olympus at a later date, and the issue was reportedly resolved and would not be returned. It is unknown at this time, how it became resolved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer¿s olympus sales representative reported to olympus technical assistance center (tac), an e103 error had displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, it was confirmed from the service manual that a e103 error is a result when an ignition error of the light source occurs. As a result, it is likely that the e103 was caused by an ignition error of the light source equipment. Olympus will continue to monitor field performance for this device.